Event description:
It was reported that the marathon catheter got stuck during the procedure. No injury was reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).